Event description:
Device was opened and used for several minutes, then the alarm on the cautery machine sounded. Device was failing to seal. Device was reset two times with the same results. Device was removed from the field. A new device was opened and used.